Event description:
It was reported that the pump module did not alarm air-in-line. Per report, the nurse observed a "significant amount of air gap in the line on the patient side past the pump." There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module did not alarm air-in-line. Per report, the nurse observed a "significant amount of air gap in the line on the patient side past the pump." There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information: concomitant med prod data, device eval by manufacturer? Annex a: a09, a23. Annex g: g0200802, g04090. Annex b: b01, b14 annex c: c23, c17 annex d: d11, d07. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the event of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. Laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. External and internal inspection process was performed on the pump module, there were no issues or anomalies identified during the inspection of the suspect device. The pcu or its logs were not returned for log review. There was no error logs related to the reported problem. A single air bolus limit was set to 50l with accumulated air detection enabled. There is multiple smaller single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace rubber motor mount of the pump module. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause of the pump module failing to alarm for air in line (ail) is suspected to be due to the reported observed air boluses being too small to trigger at the 50ul setting. Laboratory testing showed the ail was detecting air as expected. Note that this report lists imdrf annex a09, c17, d07, g04090 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.